Event description:
Rph spoke with (B)(6) (rn with manufacturer) who reports that patient has noticed over the last 4-5 days that¿s pump is not running the full 24 hours per day. Instead, the pump is running at about 21 hours per day. Patient has noticed even at a lower rate. There¿s only 1-2 ml left in syringe. Nurse confirmed battery has been charged. Camile n(rn) approved replace with manufacturer and reference # (B)(4). No further info. Administer the contents of 1 vial under the skin for up to 24 hours each day. Loading dose: 0.8 ml, continuous dose: 0.33 ml/hr (0.31 - 0.35 ml/hr), extra dose: 0.25 ml with 1 hour lock out.